Event description:
During an in clinic follow-up, the device was found in backup mode with no high voltage defibrillation therapy available. Abbott technical support suspected the reset was related to a magnetic resonance imaging (MRI) scan. The device was not MRI compatible and it was restored and reprogrammed to resolve the event. The patient was in stable condition.